Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the reporting nurse stated that the patient was experiencing cloudy pd effluent and abdominal pain. As a result, on (B)(6) 2022, the patient was hospitalized. The nurse stated the patient had a pd culture obtained which generated growth of the bacteria escherichia coli (e. Coli). It was stated the patient was initiated on intra-peritoneal (ip) antibiotic therapy with cefepime and vancomycin. On (B)(6) 2023, the patient was discharged home. The patient is recovering from the event and continues pd treatments with the same cycler without any further reported issues. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis. The nurse indicated the patient had concomitant enteritis, colitis, and suspected clostridium difficile infection which caused the patient¿s peritonitis event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism e. Coli which is an organism that are normally found in human intestines. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to comorbid conditions of enteritis/colitis.

Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the reporting nurse stated that the patient was experiencing cloudy pd effluent and abdominal pain. As a result, on (B)(6) 2022, the patient was hospitalized. The nurse stated the patient had a pd culture obtained which generated growth of the bacteria escherichia coli (e. Coli). It was stated the patient was initiated on intra-peritoneal (ip) antibiotic therapy with cefepime and vancomycin. On (B)(6)2023, the patient was discharged home. The patient is recovering from the event and continues pd treatments with the same cycler without any further reported issues. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis. The nurse indicated the patient had concomitant enteritis, colitis, and suspected clostridium difficile infection which caused the patient¿s peritonitis event.